Manufacturer narrative:
Checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the overall components with the same lot #s. Therefore, all the products placed on the market with these lot #s have been properly sterilized before being placed on the market. Explants analysis: explanted items were not available to be returned to limacorporate for further analysis. X-rays analysis: limacorporate received a total of four x-rays referring to pre-operative revision surgery. The x-rays received - exact date not known - and a couple of pictures of explanted items have been evaluated by a medical consultant. Following, the medical consultant comments: "the preop revision radiographs show a humeral component, that is well fixed but there is bone remodeling proximally like after a fracture (pre-implantation or intraoperatively or postoperatively). The glenoid looks well fixed, but the inclination seems to point upward instead of downward, which would be unfavorable; but I have to say, measurement of inclination on radiographs has its problems with a lot of possible bias... The suspicion of infection is raised by the treating surgeons and apparently the reason for the final decision for revision. The explants look unremarkable. So in summary this is an infection related revision, no implant-related problems are present". Considering that: · check of the sterilization charts highlighted no anomalies on the components manufactured with the involved lot #s; · according to the medical consultant "this is an infection related revision, no implant-related problems are present"; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr reverse prosthesis due to infection is 0.06%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6), 2021, due to suspected infection. According to the complaint source, patient had ongoing evidence of loosening around the humerus. All implanted components were removed: · smr cementless finned stem (product code 1304.15.160, lot #2012490 - ster. 2000294) · smr reverse humeral body short (product code 1352.15.005, lot #1920873 - ster. 2000001). · smr reverse hp liner short (product code 1362.09.010, lot #2017262 - ster. 2000339) - product not marketed in the us. · smr connector small r (product code 1374.15.305, lot #2015526 - ster. 2000280). · smr reverse hp correction glenosphere (product code 1374.50.444, lot #2010306 - ster. 2000225) - product not marketed in the us. · smr uncemented glenoid #small-r (product code 1375.20.005, lot #2008607 - ster. 2000205) - product not marketed in the us. · bone screw ø6,5 h.30mm (product code 8420.15.030, lot #2015489 - ster. 2000316). · bone screw ø6,5 h.40mm (product code 8420.15.050, lot #1915238 - ster. 1900360). It was reported that swabs we're taken, and antibiotics were administered. No swabs results were shared. According to the reported information, a revision arthroplasty will be performed when clear of infection. Previous surgery took place on (B)(6) 2020. Patient is a female. Event happened in australia.

Manufacturer narrative:
By checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the overall components placed on the market with the same lot #s. We will submit a final report once the investigation will be completed.

Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6) 2021, due to suspected infection. According to the complaint source, patient had ongoing evidence of loosening around the humerus. All implanted components were removed: smr cementless finned stem (product code 1304.15.160, lot #2012490 - ster. 2000294). Smr reverse humeral body short (product code 1352.15.005, lot #1920873 - ster. 2000001). Smr reverse hp liner short (product code 1362.09.010, lot #2017262 - ster. 2000339) - product not marketed in the us. Smr connector small r (product code 1374.15.305, lot #2015526 - ster. 2000280). Smr reverse hp correction glenosphere (product code 1374.50.444, lot #2010306 - ster. 2000225) - product not marketed in the us. Smr uncemented glenoid #small-r (product code 1375.20.005, lot #2008607 - ster. 2000205) - product not marketed in the us. Bone screw ø6,5 h.30mm (product code 8420.15.030, lot #2015489 - ster. 2000316). Bone screw ø6,5 h.40mm (product code 8420.15.050, lot #1915238 - ster. 1900360). It was reported that swabs we're taken, and antibiotics were administered. According to the reported information, a revision arthroplasty will be performed when clear of infection. Previous surgery took place on (B)(6) 2020. Patient is a female. Event happened in (B)(6).